Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation, the lens remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported microvacules were noted to be found in an intraocular lens (iol). Additional information was requested.

Manufacturer narrative:
A dvd of the surgery was provided. Viscoelastic was not provided. It is unknown if a qualified product was used. The product investigation could not identify a root cause fro the report of "micro vacuoles noted on iol". Only one artifact was observed on the video review. A review of the video showed the lens is advanced into the eye with no abnormalities observed. A small round artifact is observed. Unable to determine if this is damage, a bubble, or a slight surface imperfection that is reflecting the light. Unable to determine origin nor exact position of an observed apparent bubble like artifact. May be compatible with some residue behind the iol, but unable to determine. (B)(4).